Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager kept failing. A field service engineer verified the issue and confirmed that the remote manager failed but was recoverable, inspected the hasp and found it loose, with the unit misaligned, aligned the unit and the hasp and secured the hasp. The unit opened and closed more easily but continued to fail intermittently, checked the cables, connections, and micro switches, and found visible corrosion on the switches, removed and replaced the switches, but the unit still failed intermittently, then inspected the wire harness and found a loose wire in the board connector, pushed back into place, tested the repair in the test application, and the customer successfully recovered and accessed the door. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager repeatedly failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.